Manufacturer narrative:
The reported field event of high voltage charging issue was not reproduced in the lab. The charge timeout event observed in the field was due to low battery voltage, which resulted from the device performing many consecutive high voltage charges in a short period of time. The reported event of backup operation was confirmed. Analysis of the device image found the device went into backup mode due to low battery voltage, which resulted from the device performing many consecutive high voltage charges in a short period of time. A longevity calculation was performed and found the battery depletion was normal based on the device usage and programmed settings. The reported event of inappropriate/inadequate shock was not confirmed. The device image was reviewed, and the device was determined to have behaved as programmed. Telemetry, pacing, sensing, impedance, hv output, hv shock, cap maintenance, and patient notifier were tested on the bench. No anomaly was detected.

Event description:
It was reported that the patient presented to the ER after receiving multiple shocks. The device was found to be in backup vvi mode. A device restoration was performed successfully and reprogrammed. It was noted that the device failed a capacitor maintenance test and the device reached elective replacement indicator (eri) after the device was restored. The device was explanted and replaced. The patient was in stable condition.